Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that after checking the balloon upon inflating the endotracheal tube balloon, it was found that the balloon was leaking and was replaced it with a new one. The event occurred while in use with a patient, and no adverse patient effects were reported.